Manufacturer narrative:
(B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) clearlink system extension sets occluded due to precipitate. The pediatric patient was receiving tpn (total parenteral nutrition), lipids and continuous morphine drip. The line was found to be difficult to flush and the drug alteplase was infused over ninety minutes. When the line was noted to be completely occluded the infusions were switched to an alternate lumen. The second lumen was then noted to be occluded as well. The nurse "massaged" the central line, and a small amount of ¿milky fluid with small white particles able to be aspirated from line¿. The central line was then completely replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.